Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that when interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) pre implant, the programmer recognized the device but displayed a message to plug in the programmer. The field representative power cycled the programmer and once again it located the device. However the same message appeared and the field representative was unable to proceed with the interrogation. The field representative then used the same programmer to interrogate a different s-ICD with no issues. Subsequently the field representative elected to return this device for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was able to be telemetered appropriately during testing and a memory backup was successfully completed. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.